Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2011. Information was subsequently received on (B)(4) 2011 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported by a family member of the patient that they were concerned that the device, a triple-chamber implantable defibrillator, "may not be functioning" and requested that the device be checked. Family member further reported patient was a hospital inpatient at the time of the report and nearing death. Later review of manufacturer's database revealed the patient died. The cause of death is being requested.